Event description:
The patient underwent device replacement after it was determined that the lead was malfunctioning. The device had been working well until the replacement. The lead snapped during removal consistent with a fracture. A new lead was placed with excellent motor and sensory response.

Manufacturer narrative:
(B) (4).